Event description:
It was reported that a user of the ilet experienced hyperglycemia after noting insulin in the reservoir appeared clumpy with web-like strands following an infusion set change; the agent advised that the algorithm excludes six hours of data prior to a set change to mitigate adaptation to a potentially faulty infusion set and reiterated that insulin should be clear and colorless. Symptoms included elevated blood glucose with a reported peak of 273 mg/dl and time above range for approximately two hours, with negative ketones and no alarms reported. Outcomes included no use of backup therapy, no professional medical intervention, and no hospitalization. Investigation included technical support troubleshooting and user education regarding insulin appearance, handling, and infusion set management. Investigation of this case revealed that the event was consistent with hyperglycemia of unclear cause, with contributing factors possibly including compromised insulin quality from handling and the recent set change. It was concluded that the device operated as designed with the algorithmic exclusion of pre¿set change data, and that the event was not attributable to a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.